Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2021 during which the pocket site was moved. The patient was happy with the outcome post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. It was noted that the patient had lost 20 pounds and the ipg was protruding. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.